Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's o2 gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the provided information, the reported issue was resolved by replacing the o2 gas module. After the replacement, the pre-use check passed and the device was handed over to the customer in working condition. It was concluded in the investigation that the o2 gas module the cause of the reported event. No log files have been received. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref: #(B)(4).